Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 50 mg/dl. The customer also reported a lost sensor alert with their sensor. Customer reported eating dinner and raising their blood glucose to 91 mg/dl at the end of the call. Customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.